Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error detected from the insulin pump. The customer's blood glucose reading was 106 mg/dl. The customer stated that she was trying to check the bolus wizard to configure the pump and it just reset. The customer programed a normal bolus into the air and it was recorded in the daily history. The customer ran a self-test and it passed. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The formatted history file analysis confirmed the pump error 53 due to the software error. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.